Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a (B)(6) female patient underwent hernia repair surgery on or about (B)(6) 2011. During surgery, the surgeon implanted a strattice mesh. After surgery, 6 years later, the patient had a revision surgery on (B)(6) 2017.

Manufacturer narrative:
Additional and/or corrected data: b5, d4, g6, h2, h6 internal investigation into strattice lot s10849 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 09/20/2022, all 410 devices released to finished goods have been distributed with 202 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report that on september 8th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10849-244. No other information was provided. As reported in the initial: limited information was reported through a legal event that a 59 year old female patient underwent hernia repair surgery on or about june 28, 2011. During surgery, the surgeon implanted a strattice mesh. After surgery, 6 years later, the patient had a revision surgery on (B)(6) 2017.